Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redx3778 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "this evening, we found the patient with wet sheets and stained by the infusions. On closer inspection, we noted that the extension plugged into the PICC line installed today was broken. It is indeed broken inside the PICC line. Unable to remove the piece stuck inside." Consequence : removal of PICC line in a patient on parenteral nutrition, for a tumor of the esophagus.